Manufacturer narrative:
Our investigation into the complaint has now concluded. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. No product code was provided, therefore a review of batch manufacturing records could not be conducted. A complaint history review showed that 144 other complaints have been received in the last 4 years for this failure mode across the pico family, however without the product number, a number of complaints for this specific device cannot be obtained.

Manufacturer narrative:
Our investigation into the complaint has now concluded. The returned pump was evaluated by our experts. It was found that there was a loss of pressure for 8 hours, as reported, and the device entered the leak state to conserve power and attempted to re-establish therapy during that time. Disconnection of the tubing will result in a loss of pressure. At this time, a definite cause of the disconnection cannot be identified, however it is likely that the tubing was pulled somehow. A device history record review was carried out for the lot supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. An investigation carried out by our clinical team concluded: 'the causal relationship between the s&n device and the reported issue cannot be confirmed. No further clinical assessment is warranted at this time based on information provided. Should any additional clinical information be provided this complaint would be re-assessed.' On this occasion we are unfortunately unable to reach a definitive root cause of the problem, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the tube that attaches the band-aid part of the dressing with the pump separated, patient did not notice, no vacuum for ca 8 hours.